Event description:
Dealer advised they replaced cylinders twice due to drive wheel getting locked up off the ground going down a ramp. Spoke to tech and found cylinders were misadjusted. Tech tried to assist with adjusting but did not work. Tech suggested chair to come in to be looked at.